Event description:
Caller reported cartridge alarm 30, and the event did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer had previously reported cartridge alarms and technical support decided to replace the pump. The customer was advised on steps to take upon receiving the replacement pump, including using the replacement pump with updated software. Caller understood instructions and agreed to return the problematic pump to tandem within 10 days.